Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys tsh assay, elecsys ft4 ii assay, and elecsys ft3 iii results for 1 patient sample tested on a cobas 6000 e 601 module compared to the results from an abbott architect. Relevant medwatches have patient identifiers of (B)(6). It was unknown if the erroneous results were released outside of the laboratory. There was no allegation of an adverse event. The cobas e601 serial number was (B)(4). The investigation is currently ongoing.

Manufacturer narrative:
A new sample from the patient was collected on (B)(6) 2018 and was tested at an investigation site. Please refer to the attachment for the investigation results. The cobas e411 used at the investigation site had a serial number of (B)(4). The following lot information applies to the cobas e411 used at the investigation site: tsh lot 311038, expires 30-oct-2018, ft3 iii lot 277945, expires 30-sep-2018, ft4 ii lot 303235, expires 28-feb-2019, and ft4 iii lot 304692, expires 31-jan-2019. The cobas e602 used at the investigation site had a serial number of (B)(4). The following lot information applies to the cobas e602 used at the investigation site: tsh lot 311038, expires 30-oct-2018, ft3 iii lot 277945, expires 30-sep-2018, ft4 ii lot 303235, expires 28-feb-2019 and ft4 iii lot 304692, expires 31-jan-2019. From the data provided at the investigation site, a general reagent issue can most likely be excluded. As there is no patient sample left for interference testing or further investigation, a definitive root cause cannot be established.